Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The reported problem of connection issue was not confirmed because no samples was not returned to baxter for analysis. A root cause was not identified. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report where the customer reported that; during use, a minicap was not connecting to the peritoneal dialysis (pd) catheter transfer set properly and becoming disconnected. There was patient involvement but no patient injury.